Manufacturer narrative:
As reportable, the plug of a 6f exoseal vascular closure device was out before use of the device. The plug was noticed to be out after prep and before entering the patient. There was no reported injury to the patient. The device was prepped and used per the instructions for use (IFU). The exoseal was stored properly according to the instructions for use (IFU). A retrograde approach was used for this procedure. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent at or near the puncture site. The puncture site did not have a stenosis pf greater than 50%. Manual compression was used to achieve hemostasis. Additional information was requested; however, the information was not obtained. The product was returned for analysis. A non-sterile exoseal vascular closure device was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was depressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the guard was found locked. No anomalies were observed during the analysis. Functional analysis could not be successfully performed since the device was already deployed. A product history review of lot 18024483 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd) ¿ deployment difficulty - premature deployment¿ was not confirmed during analysis of the device due to the condition in which the device was received. The exact cause of the reported event could not be conclusively determined. Procedural and/or handling factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it has been previously opened or damaged. Neither the product history review nor the analysis results suggest that the event experienced by the customer could be related to the manufacturing process. No actions will be taken.

Event description:
As reportable, the plug of a 6f exoseal was out before use of the device. The plug was noticed to be out after prep and before entering the patient. There was no reported injury to the patient. The device was prepped and used per the instructions for use (IFU). The exoseal was stored properly according to the instructions for use (IFU). A retrograde approach was used for this procedure. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent at or near the puncture site. The puncture site did not have a stenosis pf greater than 50%. Manual compression was used to achieve hemostasis. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18024483 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was prepped and used per the instructions for use (IFU). The exoseal was stored properly according to the instructions for use (IFU). A retrograde approach was used for this procedure. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent at or near the puncture site. The puncture site did not have a stenosis pf greater than 50%. Manual compression was used to achieve hemostasis. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.